Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station time was incorrect. A technical support specialist followed a knowledge article 000012648 "device time is incorrect" and update the time to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was 5 minutes behind from the actual time. The customer reported that there was delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.